Event description:
Sorin group (B)(4) received a report that during operation, a roller pump stopped. The pump restarted and the case continued. No pt injury was reported.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump. This incident occurred at (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Please note that this MDR is being filed late due to a recent change in sorin group (B)(4)'s medwatch reporting criteria and subsequent review of past complaints to the new criteria. Sorin group (B)(4) received a report that during operation, a roller pump stopped. The pump was restated and the case continued. No pt injury was reported. The toller pump has been returned to sorin (B)(4) for eval. The investigation is ongoing. A follow-up report will be filed when the results of the investigation are complete.